Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
This report is submitted on may 03, 2023.